Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they told them to turn stim off when driving and to not use the heated seats. Pt have a meeting on (B)(6) 2026. Nobody told them about this before they got it put in. Pt is a farmer and is always driving.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt asking about driving a truck or a tractor with the stimulation on/off. Agent reviewed labeling information about driving. Pt stated that nobody has ever told them that and they would have never gotten the ins if they knew that. Pt stated that they spent $500 on getting the truck grounded to the seat and putting rubber underneath the seat because it was shocking them when they are riding. Agent recommended to follow up with hcp to address any additional concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.